Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following: it was reported: ¿patient called nurse into room after going to the bathroom and noticing his IV pole with chemotherapy infusion was dripping fluid onto the ground. There was a noticeable amount of IV fluid on the ground and was dripping from the texium tubing at the connection site of the chemotherapy secondary tubing to the primary ns line. It appeared to be leaking around the texium tubing green connector. Total volume infused read on the IV pump was 167.3 ml of arsenic trioxide. Pt denied having any contamination with his body.¿